Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger, resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. In addition when the instrument was disassembled to inspect the internal components it was found that switch assembly was cracked. However, this did not affect the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy, the doctor felt that the device did not cut smoothly during use, and then the tissue pad melted and became peeled away. No pieces fell inside the patient. Gen11 was used. Another competitive device was used to complete the case. There were no adverse consequences to the patient.